Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip. Numbers does not ramp up on its own or scroll bar moving with no input.

Event description:
It was reported that the customer has issues with the keypad. The up button was sticking and the numbers were ramping while attempting to bolus. No further information was provided.